Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Leak testing was performed by adding 18cc of air to the inflation line. Cuff would not fully inflate and began to deflate as the inflation line was lightly pulled on. Upon closer visual inspection, inflation line was observed to be partially torn at the adhesive area. Devices are 100% leak tested by production prior to packaging. The reporter noted that the unit was tested prior to use. The tear most likely occurred during use or reprocessing of the device.

Event description:
It was reported that during uncuffing of the product it was found to be leaking. Tracheostomy tube was replaced with a new one without adverse health outcome. The cuff patency was reported to have been tested prior to use.